Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure on an unk date and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following and procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.